Manufacturer narrative:
It was reported that the cns powered off during use. No consequence or impact to the patient was reported. The reported product has been returned to nihon kohden; however, evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
It was reported that the cns powered off during use. No consequence or impact to the patient.

Manufacturer narrative:
H10: additional narrative: customer reported that their cns was down and the windows os was not booting up. The customer stated that it showed a black screen and then when it boots up, the cns would not reach the windows mode and instead reported hard drive errors. Service requested: repair/loaner. Service performed: repair/loaner. "The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of [?]the cns was down and windows os was not booting up' was duplicated. We setup the cns and powered it on. The cns did not boot up into the windows. It was freeze. We recommend and replaced both hard drives and re-imaged to software version 02-53 (24 beds) issue is resolved. 9000006111a hard drive, 500gb, cns-6201 2 ea. All the malfunctioning part were replaced. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operates to the manufacturer's specifications. 9000006111a hard drive, 500gb, cns-6201 2 ea. Cns has been retested and verified the data of full disclosures and tabular trend was shown on the screens. Send to warehouse and placed at the outbound shelf as of 5/23/2019. Repairs is completed and ready to be shipped back to customer with black case.". Investigation result(s): over time age and use increases the likelihood of failing parts. The cns-6201a service manual recommends regular maintenance/periodic inspection every 6 months on the unit, which may detect degradation or loss of function of the unit. Performance and degradation of the hdds is affected by several factors such as storage, handling, use, and power conditions. The cns-6201a operator's manual provides the customer with recommended use, storage, and handling of the device. Hdds are a replaceable part and are to be replaced when they fail and the service manual addresses replacement of hdds. The device service record shows that there have been no further/previously reported issues nor servicing for "cns down, not booting into the windows." The unit was installed in 2016 and the complaint was made 7 months after the end of warranty date. Possible root cause is lack of preventative maintenance or maintenance needed. Based on trending there is no suspected adverse trend and there is no indication of design deficiency. Investigational information within the record documents that the issue was resolved through replacing the hard drives. Similar tickets query for "pu-621ra boot into windows" found the following related tickets for 2017 and later: 17464 - reported 12/13/2017 cns won't boot into windows; 33273 - reported 07/06/2018 cannot boot into windows; 39372 - reported 9/17/2018 pu-621ra won't boot into windows; 55743 - reported 04/08/2019 pu-621ra will not boot into windows. Corrected information: f9. Approximate age of device: incorrectly calcuated. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information, correction, device evaluation; h3. Device evaluated by manufacturer? ; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
It was reported that the cns powered off during use. No consequence or impact to the patient.